Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during a lead change out, it was difficult to remove the leads from the adapter. It was also reported that the silicone adhesive was removed from the scalpel; however, it was impossible to get the wrench into the setscrew. No additional information was obtained from follow up. No patient complications have been reported as a result of this event.